Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the ems staples were not ejecting correctly. Also staples were not forming correctly. The procedure was completed using a origin tacker. There was no consequence to the pt.